Event description:
It was reported by service report that the bed had no functionality. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: incorrect footboard installed on bed. Conclusion: correct footboard installed.